Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014: the patient underwent a revision of the right knee and irrigation and debridement secondary to wound dehiscence and suspected medial collateral ligament rupture or patellar ligament rupture due to a fall the day after the initial operation. Intraoperatively, the surgeon discovered there was a large wound dehiscence and a polyethylene bearing was disengaged from the locking system which was taken out through the wound; confirmed a complete medial collateral ligament rupture near its tibial insertion; and 75% of the infrapatellar ligament was ruptured at its insertion. The surgeon noted upon trialing a 6mm polyethylene bearing, it showed some lateral stability and some gross medial stability, however they proceeded with the polyethylene exchange. No intraoperative complications were noted. Doi: (B)(6) 2014; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.